Manufacturer narrative:
The pump remains implanted. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the controller met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use (IFU): patients are instructed to always keep a spare controller and fully charged power sources available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Investigation is in progress. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that approximately one week post hvad implantation, the physician was unable to change the speed of the pump when the controller was connected to the monitor. The controller was exchanged and returned to the manufacturer for further evaluation. There was no reported patient injury as a result of the event. Investigation is ongoing.